Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood leaked from bottom of tube during collection with a bd vacutainer® barricor¿ lh plasma blood collection tubes. The following information was provided by the initial reporter: after centrifugation, it was observed that some of the barricor tubes drained blood from the bottom of the tube. Additional information provided on 2019-05-02: we have been confirmed there was no blood exposure.